Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was high (300 mg/dl). After the occlusions, the customer changed out the supplies on the pump and a correction bolus was delivered to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove and inspect the cannula and site. The customer reported that just prior to the alarm the temperature of the pump had changed as the pump was removed from sitting against the skin to deliver the bolus.